Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated a bolus. Reportedly, the pump should have calculated a 6.79 unit bolus instead of 4.2 units according to the customer's settings and the values entered into the bolus menu of the pump. Customer's blood glucose (bg) level was 140 mg/dl. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.